Manufacturer narrative:
One opened probe was received, without a tip protector, in a tray. The sample was visually inspected and found to be nonconforming with the probe needle/inner cutter broken/cracked at the stiffener sleeve and orange/brownish foreign material on the port face. No functional testing could per performed due to the broken/cracked probe needle/inner cutter condition. The degree of wear could not be determined due to the broken/cracked probe needle/inner cutter condition. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation was unable to confirm the probe had a cut failure due to the broken/cracked probe needle/inner cutter condition. How and when the probe needle/inner cutter became broken/cracked cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. The reported cut failure was unable to be confirmed and exact root cause for the broken/cracked probe needle/inner cutter could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported cut of the vitrectome was blocked during vitrectomy/retinal surgery. The vitrectome was changed during surgery. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).